Event description:
The patient underwent left hemicolectomy for dolichocolon and recurring volvulus. The anastomosis was performed with car. Four days after the procedure, an anastomotic leakage was evident. The gut was cut in 3/4 of the circumference at the edge of the ring. A colostoma was performed.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (B) (4) and the importer (B) (4). No conclusions could be drawn regarding the event and the cause of the event since the device was not returned for evaluation and no additional information regarding the device, the procedure or the medical condition of the patient is currently available. Leaks are anticipated adverse events in colorectal anastomotic procedures, and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.